Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their new insulin pump was re-calibrated and it does not seem to be giving enough insulin. The caller stated that the a message "maximum bolus exceeded" will display on the screen. The caller stated that this morning their blood glucose was 335 mg/dl and they were not able to enter enough carbohydrate so they had to enter a lower amount. The customer checked their blood glucose at the tie of the phone call and it was 435 mg/dl. The customer declined troubleshooting the insulin pump for the high blood glucose reading. Assistance was provided to review the insulin pump settings. Customer's basal and bolus wizard settings were not matching with what they had in their old insulin pump. Assistance was provided to correct the settings. The customer checked their blood glucose again and it was 400 mg/dl. The customer chose to bolus for the 400 mg/dl. The insulin pump estimated 13.2 units. The customer was advised to check their blood glucose again in approximately an hour to make sure the reading is going down. The insulin pump will not be returned for analysis.